Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose values at the time of emergency room visit was 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer reported that the infusion set cannula is bent. Troubleshooting for high blood glucose to be completed at a later date. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.